Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG and therapy electrode fall-off test. The root cause for the failure was a broken rear pulse wire in distribution node (dn). The root cause for broken wire was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.